Event description:
It was reported that the tip part broke. A 190cm filterwire ez was selected for use. Upon unpacking, it was noted that the tip part of the device was broken. The procedure was completed with another of same device. No patient complications reported.